Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-sep-2016, an fse visited the customer to address the reported event. During servicing, fse checked the leak sensor under the b/f unit assembly. The instrument was verified as operational. However, on 24-sep-2016, the customer continued to have the error. Fse returned to the site and disconnected the leak sensor. The customer was able to run several patient samples without errors. The instrument continued to run without issues thereafter. There was no further action required by fse. The most probable cause of the reported event was a dirty leak sensor.

Event description:
On (B)(6) 2016, a customer reported error 3005 (leak sensor detected) with their a1a-2000 analyzer. The analyzer had periodic maintenance performed on it that day. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed parathyroid hormone (pth) and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting